Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm with failed battery and keypad anomaly. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black the insulin pump was returned for alleged pump error 43, failed battery alarm, and unresponsive keypad found on (B)(6) 2022. The insulin pump fails the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test due to pump error 38. The insulin pump passes active current test, sleep current test, and self test. Successfully utilized thus to download history files. The following insulin pump errors were found in downloaded insulin pump history/trace files: pump error 43 on (B)(6) 2022 at 03:59:38.000. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. No power loss alerts/alarms noted on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No keypad anomalies noted during testing. All buttons were tested individually for their functionality; no damage to keypad traces however found moisture damage electrical board and keypad flex connector. Insulin pump passes keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage on motor and force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 43 and pump error 38 confirmed due to moisture damage. Failed battery test not confirmed, no failed battery alerts noted during testing. Unresponsive keypad was unconfirmed during functional testing. Insulin pump passes keypad voltage test. Moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.